Manufacturer narrative:
Product evaluation found the lens returned dry in a lens case/vial. Visual inspection found haptic broken. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -09.00 diopter, in the patient's left eye (os) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to excessive vaulting and misalignment. The lens was exchanged for a shorter lens and the problem was resolved. The patient is happy with implant.